Manufacturer narrative:
Device received with operating currents within specific . Device passed self test, unexpected restart error test. No compromised forced sensor system noted. However, unable to prime unit during the compromised forced sensor system test and motor error alarm during basic occlusion test due to faulty force sensor resistor . Unable to perform occlusion test or excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. The drive support was inspected and no anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime loop and insulin squirted out if the tubing during manual prime. The customer¿s blood glucose was 350 mg/dl at the time of the incident. During troubleshooting, the customer did not changed the infusion set and reservoir. The customer indicated the drive support cap was normal. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.